Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead tip could not be "screwed out" normally. The ra lead was removed and a replacement lead was implanted with no issue. It was also reported that the catheter could not be "shaped" normally during the surgery. The catheter was not used and a replacement catheter was used with no issue. No patient complications have been reported as a result of this event.